Event description:
On (B)(6) 2009, the patient stated that, while changing the insulin cartridge of her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated she was holding her device upside down so only a small amount of insulin spilled into the cartridge chamber. She dried out the chamber and was able to detach the plunger from the piston rod. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.